Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient developed a driveline infection (staph) which cleared after a 10 day course of antibiotics. The patient then redeveloped the same infection 2 months later and is currently being treated with clindamycin (reference MFR report #2916596-2013-01727). The patient is doing well.